Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the. Bioprosthetic valves are known to have a limited life span as the surgical prosthesis is prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term. In this case, one of the patient¿s physicians indicated the valve had prematurely failed. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with this mitral pericardial valve expired after implant duration of approximately eleven (11) years and five (5) months due to acute mitral regurgitation secondary to leaflet tear. This valve was originally implanted for mitral valve replacement to correct mitral regurgitation. Follow-ups were performed at another clinic. Echo check was periodically conducted every 6 months at this hospital since implant. After approximately eleven (11) years and five (5) months post implant, dyspnea and blood loss were detected, and the patient was transferred to the clinic for follow-up where the implant doctor works at internal medicine department. Since pulmonary hemorrhage was also detected, the patient was transferred to this hospital. Fraction of inspiratory oxygen got improved by nasal high flow. However, the patient kept having no urine. Saturation got decreased to 80%. Phlegm was foamy, and emphysema was diagnosed. In echo, massive mitral regurgitation was detected. Prosthetic valve malfunction was suspected. After inserting tube, artificial respiration was started. Cv line was inserted and development of acidemia and hypoxia were detected. After starting artificial respiration, it was difficult to maintain blood pressure. Noradrenaline was administered. Next day, in echo, severe mitral regurgitation was detected, and it was not paravalvular leak, and leaflet motion at posterior wall aspect was not even. Prosthetic valve malfunction was suspected. Patient status was explained to patient¿s family. The cause of hemodynamic failure was prosthetic valve malfunction. Since the date of hospitalization, the patient had no urine and it was not improved. The fundamental treatment would be re-mitral valve replacement; however, the risk was extremely high under consideration of re-surgery, difficulty of maintaining artificial respiration due to pulmonary hemorrhage, renal failure, patient¿s old age. Patient¿s family did not wish for resuscitation like heart massage and electrocardioversion. After that, no urine and low blood pressure continued. Two day after hospitalization, patient expired. The valve will not be returned for evaluation as it remains implanted. Echo was received for image evaluation. The initial reporter who performed echo follow-ups and confirmed patient¿s death, thought this valve did not fail prematurely and this case was not a rare case, however, mitral regurgitation was due to leaflet tear. There was no calcification observed on valve in echo. The initial implant doctor thought this valve failed prematurely.